Manufacturer narrative:
Concomitant medical product: product ID neu_unknown_cath serial# unknown product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID 8neu_unknown_cath lot# serial# unknown product type catheter ubd: unknown UDI#: unknown product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving unknown baclofen via an implantable pump. The indications for use was intractable spasticity and multiple sclerosis. It was reported that the patient mentioned 'I had a split I guess in the tubing so I had to have it replaced.'

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2014 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.